Event description:
The following has been reported by customer: error 51-0001. Speaker. Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of a CAPA. Corrective actions are currently being implemented in the manufacturing process. Device log history was not provided therefore no review could be performed, but it's not necessary because it's a known issue the reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided photo, the reported event is confirmed. Error 51 on the agilia connect range is a known issue for which an internal CAPA was opened in may 2023. The investigation into this error has shown that its root causes are mainly related to two components: flexible ic flex binder assembly (which includes the speaker and binder socket) and power supply board (for agilia sp & vp). It is recommended to replace these parts if this error occurs. It is also advisable to update the latest software, as fixes have been made to resolve this issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: abnormal.